Event description:
Received a report from a consumer indicating she required medical assistance to remove a place of a tampon pledget that had separated and remained behind during removal of the tampon. Reporter advised the remaining piece was removed without incident, and she has fully recovered.

Manufacturer narrative:
We have requested and await the consumer's return of product for eval, and date code info for investigation.